Manufacturer narrative:
Device manufacturing date date could not be determined. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device: unknown.

Event description:
It was reported the device can not change the rate of frequency. No patient injury was reported.

Event description:
Additional information received via email on 20-dec-2022. The incident occurred during testing. No injury or serious complication resulted from broken transport vent.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted a damaged battery holder assembly. The spindle for the frequency knob was loose. The complaint was confirmed during functional testing. The root cause of the event was attributed to impact to the device. A device history report (DHR) review was deemed unrelated. Adjusted frequency control and tightened grub screws. Replaced battery holder, sintered filter, o rings and o ring washer. Replaced defective alarm reed. Adjusted frequency control to tolerance. Performed preventative maintenance (pm). Cleaned unit and affixed new service label. Device passed all functional testing after completed repairs.